Manufacturer narrative:
The case reports the device's battery not holding a charge and draining prematurely. The patient also reported the device battery appears swollen. The patient did not require medical intervention associated with this report and was sent a replacement device. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res # (B)(4) was implemented. If additional information becomes available this case will be reassessed.

Event description:
The patient reported that their dash personal diabetes manager (pdm) is not holding a charge. The patient reports they opened the case and noticed that the battery is 'inflated'.